Manufacturer narrative:
An event regarding crack/fracture involving a restoration inserter was reported. The event was confirmed. Method & results: -device evaluation and results: examination with the material analysis engineer indicated that the adapter fractured in a mixed mode overload fracture, caused by the application of an off-axis overload. The fracture initiated at the root diameter of the first thread closest to the adapter body. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: there were no reported discrepancies. -complaint history review: there have been no other events for the referenced lot. Conclusions: the visual inspection indicated that the device was returned fractured at the tip of the adaptor, material analysis also states that the threads fractured due to overload. The inserter was damaged as well. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Mcreynolds adapter broke at the threads when trying to extract a well fixed stem during a hip revision. Update: stem being extracted was a restoration modular 18mm x 195mm bowed conical stem. Revision was being done due to infection.